Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted during the bolus or basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery and once spontaneously. The insulin pump had not been dropped or bumped, or exposed to fluid. Customer was using the sensor feature but was not in the sensor graph while attempting to deliver a bolus. Customer's blood glucose was 5.3 mmol/l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.